Event description:
M6 device scheduled to be revised.

Manufacturer narrative:
A1: pe 21-07; a2: 51 year(s); b4: 12-aug-2021; b6: 28-april-2021; material: intraoperative smear. Prep. / gram staining: no evidence of bacteria and leukocytes aerobic culture: only from the accumulation of staphylococcus epidermidis anaerobic culture: isolated bacteria (orienting antibiogram yeast culture: no evidence. B7: it was reported that the patient is a smoker. D4: model # 6mm medium, catalog # cdm-625, serial # (B)(6), lot # h80006049, expiration date: 31-jan-2017. D6b: 08-feb-2021; d8: no; g3: 12-aug-2021; g6: follow up #1; h2: additional information; h4: 18-jan-2012. H6: health effect - clinical code: 2377 - osteolysis. Health effect - impact code: 4627 - device explantation. Medical device problem code: 2682 - patient-device incompatibility. Type of investigation: 3331 - analysis of production records. H10: no device was returned, thus, no device examination could be performed. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. No microbiology or pathology results were provided. Radiographic images showed evidence of osteolytic areas around the implant. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.